Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.